Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non boston scientific right atrial (ra) lead connected to this pacemaker reached greater than 2000 ohms. Programming was reportedly optimized. No adverse patient effects were reported. This pacemaker and the non boston scientific ra lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.